Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: when the tech used a forcep to remove all of the pieces, was just it just the cartridge pan that remained in the jaws and had to be removed? It was just the cartridge pan that was left in the jaws. All pieces were retrieved and will be sent back; if no, did other pieces of the cartridge break? Are the cartridge and all the pieces returning?

Event description:
It was reported that during a laparoscopic gastric sleeve procedure; when the scrub tech attempted to remove the cartridge, it was difficult to remove. She eventually removed it, but the metal part of the cartridge ¿emailed¿ in the jaws of the stapler. The tech used a forcep to remove all of the pieces. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m52m3a. The analysis results showed that one ecr60d reload was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the received condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.